Event description:
It was reported during remote follow up that the right ventricular and atrial leads exhibited loss of capture. No intervention was reported. The patient was stable and asymptomatic.